Event description:
It was reported by the affiliate that the (1) al326 was used during a seps procedure. It was reported that the surgeon was going to use the device to ligate the vessels and the first two clips were successful. The surgeon tried to fire again and the gun appeared to be empty. There was no pt consequence.